Manufacturer narrative:
Product analysis findings: the concerto coil (model: nv-2-6-helix lot: a922189) was returned for analysis. There was no instant detacher returned with the device. The concerto implant coil was returned without the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The concerto pusher was found to be bent at ~39.2cm, kinked at ~45.2cm and at ~108.3cm from proximal end. This is indicative that a manual detachment was performed at these locations. The coin was found still against the lumen stop with what appeared to be blood residue underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. A mechanical detachment was attempted with an in-house instant detacher and the release wire was found to be stuck. A manual detachment was then attempted by retracting the release wire and the release wire was found stuck. The distal outer jacket was removed, and the release wire was retracted; however, the implant coil was unable to be detached. The lumen stop was found to be visually in good condition. The lumen stop inner diameter (ID) was measured to be 0.0032¿ and found to be out of specification (0.00220" minimum - 0.0029" maximum). The retainer ring was found to be visibly in good condition. The retainer ringer inner diameter (ID) was measured to be 0.0052¿ and found to be within specification (0.00050¿ ± 0.0127"). No other anomalies were observed. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil would not release into the vessel. There were 2-3 detachment attempts made with the instant detacher, a second instant detacher was not used, and it was unknown if a manual detachment attempt was made. It was reported there was no issue with the instant detacher. The coil was removed from the patient, and a replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment in the right hepatic. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a progreat 2.4.